Manufacturer narrative:
The manufacturer previously reported a ventilator's sensor board was replaced due to decreased peak inspiratory pressure delivery and a failed test step during testing. Further evaluation of the device revealed the overhead blower filter was clogged. The device's overhead blower filter and the active exhalation control module were also replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator's peak inspiratory pressure delivery was decreased. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a test step during testing. The device's sensor board was replaced to address the issues.